Event description:
Stryker medical was notified of a potentially reportable complaint involving a product for which stryker is not the original equipment manufacturer of the reported device. The customer alleged a hill-rom air loss mattress, serial number unknown, had malfunctioning siderail cushion cpc connectors, heat exchange tubing, and tube set hoses. Please find additional contact information below. 1575813874. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).